Manufacturer narrative:
Concomitant medical devices: dvab1d1 ICD, implanted: (B)(6) 2019; 693558, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks and came to the emergency department. The epicardial pace/sense lead was suspected to be fractured alerts for sensing integrity counter (sic) and non-sustained tachycardia episodes and lead noise warning occurred. Oversensing was noted on stored electrograms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.